Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they don't like the device because it causes sharp pains in their back or butt area where the device is implanted. The patient said this was happening on and off since they got the implant. The patient said if they sit too long in one spot, it feels like fat tissue is pressing up against it and causing sharp pain. The patient also mentioned if they lay down too much, it aggravates them. The patient said they have already decreased the stimulation and made no difference. The patient said they have being checking the option to remove the implant with their healthcare provider (hcp). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.